Event description:
It was reported that the ilet wake/sleep button was intermittently unresponsive and required firm or repeated presses to turn the device on, as confirmed by the healthcare professional during an in-home assessment, and a replacement device was provided with standard return instructions. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included continued therapy without interruption, successful data synchronization, and arrangement for device return. Investigation included remote review of device function during support calls and clinical confirmation of the mechanical wake button behavior. Investigation of this case revealed a suspected mechanical or tactile actuation issue with the wake button; no alerts or alarms were reported, and the remainder of the device functions were reported as normal. It was concluded, based on previously established findings for similar reports, that the cause was likely a component-level button malfunction consistent with wear or defect, necessitating device replacement.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.